Event description:
Information was received that a smiths medical tracheostomy had leakage through the cuff. The tracheostomy change out was required.

Event description:
Event date has been provided by the customer.